Manufacturer narrative:
Event occurred on an unknown date in 2020. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of the titanium trochanteric fixation nailing (tfn) system followed by a total hip arthroplasty (tha) hardware failure. Initially, the patient was implanted with the tfn system on (B)(6) 2020, of the left hip for an intertrochanteric fracture. The patient's fracture has gone on to collapse and there has been hardware failure. The fracture has gone on to malunion, not healing, and hardware cutting out of the joint and the patient is in severe pain. The surgeon commented that the patient will also require the removal of the rod. The surgeon indicates the patient was much improved and was ¿pretty much¿ ambulating independently at the time of discharge. Concomitant devices reported: unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 2 for (B)(4).